Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that on a follow-up CT scan the physician found the right common iliac had developed thrombus inside the limb and stent graft. The thrombus inside the stent graft is lower in the limb and did not include the bifurcated stent graft. It is the physician¿s opinion that the lack of radial force in the contralateral limb piece may have contributed to this issue. The physician stated the event was related to the device. The patient was placed on coumadin, and if the issue does not resolve will move on to next steps. The physician will monitor the patient. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the patient required secondary intervention whereby the physician re-lined the limb to address the clot that had developed. Ivus was done and showed a good result. The physician stated the patient is expected to be discharged soon. The left limb occluded not the right as previously reported. Review of a post-implant cta with no measurement scale was completed. Cta's revealed that an endurant stent graft system was implanted into the aaa/iliac arteries. Beginning just near the level of the distal aorta, the left iliac limb is seen to have areas of thrombus continuing distally to the end of the flared stent graft near the left internal iliac artery. There is no evidence of any limb kinks or compression within the iliac artery. Just proximal to the thrombus, within the distal aorta, the left limb is seen compressed by the right limb. No thrombus is seen within the smaller stent graft diameter right limb. The cause of the limb thrombus cannot be determined from these images. It is possible that placement of the flared limb within the tight distal aorta may have contributed. Film review showed the left limb occluded not the right as previously reported.

Manufacturer narrative:
(B)(4).